Event description:
4/19/2019: it was reported that on a unknown date that the patient underwent revision procedure due to broken locking compression plate (lcp) condylar 8 hole left plate. The 8 hole 4.5 lcp curved condylar plate broke between the 2nd and 3rd hole from the distal head. The patient had a left femur fracture. Surgical delay is unknown. Procedure outcome is unknown but with patient consequence. This report is for an unk - plates: 4.5 mm lcp condy.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated event description provided for reporting. Investigation summary it was reported that on a unknown date, the patient underwent revision procedure due to broken locking compression plate (lcp) condylar 8 hole left plate. The patient had a left femur fracture. Surgical delay is unknown. Procedure outcome is unknown but with patient consequence. The implant(s) was not returned and instead will be do based on the supplied image(s) from the attachments (5 image(s) from the 5 attachment(s) located in notes & attachments section of the product complaint) the image(s) (5 was reviewed and the complaint condition could was confirmed, as it shows the plate broke between second and third combi hole (proximal to distal end). As the implant(s) was not returned an as received, dimensional, material or drawing reviews are not applicable. A device history review could not be performed as the lot number could not be determined from the supplied image(s). No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for one (1) unknown plate. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown plate. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on a unknown date, the patient underwent revision procedure due to broken locking compression plate (lcp) condylar 8 hole left plate. The patient had a left femur fractured. Surgical delay is unknown. Procedure outcome is unknown but with patient consequence.   Concomitant device: screws (part unknown, lot unknown, quantity unknown). This report is for one (1) unknown plate. This is report 1 of 1 for (B)(4).